Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 113 mg/dl. The customer was trying to link her sensor to the pump and got an alarm. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. The button keypad traces were clean and was able to download properly to carelink properly. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube window corners, cracked reservoir tube lip, minor scratches on lcd window and stained end cap sticker.